Manufacturer narrative:
Device lot number: 3446856. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR# 2134265-2011-02738. It was reported that post a stenting treatment procedure the patient experienced a myocardial infarction and in-stent restenosis occurred. In (B)(6) 2001, the patient had a 2.5x9mm niroyal stent implanted in the mid left anterior descending artery (lad) and a 3.0x15mm niroyal stent implanted in the proximal lad. The patient was put on plavix and aspirin for a three month period. Five years later the patient presented with a mild myocardial infarction and a non bsc stent was implanted second diagonal artery. Five years later the patient presented with another myocardial infarction. It was noted that the second diagonal artery was totally occluded and the lad was 50-60% restenosed. Access was obtained via the femoral artery and a 2.75x12mm non bsc balloon catheter was advanced to the second diagonal artery. The balloon was inflated inside the occluded stent at 18atms for 20 seconds, 22 atms for 25 seconds and 20atms for 20 seconds. The balloon catheter was removed and angiogram showed patency of the stent with the distal segment showing stenosis. A 2.25x12mm non bsc balloon catheter was then advanced to the distal segment and inflated at 14atms for 45 seconds and 16atms for 45 seconds. The 2.75x12mm non bsc balloon was then re-advanced to the lad and inflated twice at 18atms for 15 seconds. The balloon catheter was removed and then the 2.25x12mm non bsc balloon was re-advanced to the lad and inflated at 16atms for 20 seconds. A 2.25x12mm non bsc balloon was advanced to the second diagonal artery again and inflated at 14atms for 30 seconds, 18atms for 30 seconds, 18atms for 20 seconds, 14atms for 20 seconds and 18atms for 10 seconds. The balloon catheter was removed and a 3.25x12mm non bsc balloon was inflated in the lesion at 14atms for 20 seconds and 18atms for 20 seconds. The balloon catheter was removed from the patient and the procedure was completed. Angiogram showed excellent results with no significant residual stenosis and timi iii flow in all vessels. No additional patient complications were reported and the patient's current condition is fine. The patient is currently on 75mg of plavix, 40mg of famotidine, aspirin, 2.5mg of lisinopril, 10mg of simvastatin and 40mg of sotalol.